Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. These events are typically related to patient factors, and/or procedural effects. There was no information to suggest a device quality deficiency related to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve it was reported there was a dissection at the access site which was surgically repaired. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.